Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported via email from insulet that the patient was experiencing ¿communication error issues¿ between their cgm device and omnipod insulin pump for 24 to 36 hours. The patient¿s bg level reached over 400 mg/dl. The patient was diagnosed with dka and hospitalized. The patient was treated with an IV insulin drip. No other patient or event details were provided, including how long the patient¿s hospitalization was or the patient¿s current condition. Attempts to reach the patient for further event details were unsuccessful. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.